Manufacturer narrative:
The device was manufactured june 15, 2018 to june 18, 2018. The device was received for evaluation. The sample was not returned in its original package. A visual inspection was performed using the naked eye which noted the fill port cap was missing. The reported condition was verified. The cause of the condition could not be determined. No functional testing was performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap of a large volume intermate was missing. This issue was identified before use. There was no patient involvement. No additional information is available.